Event description:
Right side inflation. Originally pt had an inflation on the left side. After taking antibiotics the left side went down. Currently the right side is 300cc's larger than the left. F/u findings: no change in condition after course of antibiotics. No conclusions can be made without surgery, which is not scheduled at this time.

Manufacturer narrative:
The prod associated with this report will not be returned as the device was not explanted. Device labeling addresses the possible outcome of inflation as follows: "if any unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately."